Manufacturer narrative:
No pt present. On (B)(6) 2016 the fse found the mvs ups (uninterruptible power supply) was not holding a charge for more that 10-20 seconds. He replaced the mvs ups battery and tested the system. System passed all subsequent testing and was ready for use. Issue resolved with part replacement. No fault found. Unable to confirm complaint, "mvs battery not holding charge." Voltage at battery when it arrived was 4.0 volts. Installed battery into test system. Ups and battery charged for at least 6 hrs. Performed 5 minute load test. Passed load test, 6 min 42 seconds. No problem found with battery.

Event description:
A medtronic field service engineer reported that the o-arm system mvs (mobile viewing station) battery is not holding a charge when unplugged. System would shut down quickly during transport. This was discovered outside of surgery. No patient present or impacted.